Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed, but a root cause could not be identified due to the sample not being returned. The product evaluated was one photo of a groshong nxt clearvue catheter. An initial visual observation in the photo showed the catheter on top of it¿s opened, clear packaging with a needleless injection cap attached to the luer of the stylet. A kink was observed in the catheter and the stylet in the returned photo towards the distal end of the device. No further analysis could be used to determine a root cause because the physical sample was not returned. However, based on the photo returned for evaluation, possible causes of the kinked catheter may include handling of the device prior to or during procedure, or other unknown factors.

Event description:
It was reported that during placement at hepatological surgery department the catheter was kinked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that during placement at hepatological surgery department the catheter was kinked. No other information was provided.